Manufacturer narrative:
Concomitant medical products: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3487a-56, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem. Troubleshooting was limited due to lack of access to product and/or patient. The patient declined troubleshooting at the time of the report and would bring this up with the healthcare provider (hcp). They were checking in as the patient had not had any follow-up with an hcp more or less since implant. This event occurred in (B)(6) 2015. The patient was not able to adjust stimulation and had poor communication with the patient programmer the day of the report. There was a communication problem reported on the day of the report. It was recommended palpating the implantable neurostimulator (ins) pocket to access depth and position, and recommended using antenna locate. They tried an antenna locate feature but it would not work locating the ins. It had been 5 years since the patient had the ins checked. There was no stimulation sensation since the morning of (B)(6) 2015. The patient felt stimulation the morning of (B)(6) but was not feeling stimulation at the time. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. They received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. There was an appointment date noted for (B)(6) 2015.